Manufacturer narrative:
(B)(4). Batch # v94g3x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage in the external components. Upon visual inspection, a clip was noted to be partially formed in the jaws. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all, however, no conclusion could be reached regarding what may have caused the clip jamming. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: the trigger must be fully squeezed against the handle to ensure complete clip formation. After firing, fully release the trigger. Note: a clip will not be loaded in the jaws until the trigger is squeezed again. Check to ensure that each clip has been securely placed around the tissue being ligated. Note: if a clip is dislodged prematurely from the jaw tips or a clip fails to advance, remove the jaws from the targeted structure and fully squeeze and release the trigger to reset the device. Continue to use the instrument as noted in step 5. The 5mm endoscopic multiple clip applier can be used to secure a catheter for cholangiography. During closure on the cystic duct and catheter, release the trigger after hearing the final audible click, prior to the trigger stopping against the handle. When the thirteenth clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. Note: the instrument contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a structure or vessel. Do not attempt to fire through the lockout. If force applied to trigger exceeds the last clip lockout, the jaws may remain closed. If the jaws do not open when the trigger is released, pull the trigger outward to re-open the jaws. Do not refire the instrument. To remove the instrument, ensure there is no clip remaining in the jaws and withdraw the instrument from the trocar. Note: if a clip is present in the jaws and the clip applier needs to be removed from the patient, fully squeeze and hold the trigger against the handle while removing the clip applier through the trocar with the jaws in the closed position. Once the clip applier is removed, fully release the trigger to release the clip from the jaws. The clip applier is then ready for the next clip application." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an esophagectomy, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.